Event description:
The patient came in reporting instability and the cause of the instability is unknown. About 2 years and 11 months after the revision surgery, the surgeon revised the head (with an l size head) and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2023: lot 183340: (B)(4) items manufactured and released on (B)(6) 2018. Expiration date: 2023-aug-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.